Event description:
It was reported that the patient may have their ipg explanted in the future. There is no additional information at this time.

Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete event and patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.